Event description:
During preventative maintenance testing at the user facility, channel b of the pump did not detect a distal occlusion. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional info was provided.